Event description:
It was reported that both this right ventricular (rv) lead and the right atrial (ra) lead had dislodged. The patient presented to the emergency room (ER) with shock delivered by the implantable cardioverter defibrillator (ICD). Additionally, device interrogation revealed this rv lead exhibited impedance, sensing changes and inadequate stimulation. After a chest x-ray was performed, it was believed that this was related to twiddler syndrome. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported outside the revision procedure.